Manufacturer narrative:
B3, d3: correction. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown as no issues were found with the device during testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed 'love volume' as the volume test showed 17.7 and 17.75. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.